Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited undersensing. Moreover, the patient had arrhythmia and was resolved on its own. This device was explanted. No additional adverse patient effects were reported.